Manufacturer narrative:
Additional information: b5, b6, b7, d10, e1, h6 and h11. B5: upon follow up, it was reported that a peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was not further described. The peritonitis was manifested by cloudy pd effluent and abdominal pain. The same day as event onset, the patient was hospitalized and treated with vancomycin injection (1gm, every 96 hours, intraperitoneal, for 14 days) and meropenem injection (1gm, once daily, intraperitoneal, for 14 days) for peritonitis. Three days after hospital admission, the patient was discharged. On an unknown date, the patient recovered from the peritonitis event. Pd therapy was ongoing. It was reported that the patient was retrained on proper aseptic technique. H11: this report is for a breach in aseptic technique which resulted in peritonitis. Per vantive labeling, users are instructed to use aseptic techniques when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was not reported. The patient was hospitalized and was treated with meropenem injection (1gm every day) and vancomycin injection (1gm, every 96 hourly) for peritonitis. At the time of this report, the patient outcome and action taken with pd therapy were not reported. No additional information was available.